Event description:
A surgeon reported that after surgery using custom pak sleeves, a patient experienced inflammation. No further information is expected. This is one of four medical device reports being filed for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is expected. (B)(4).